Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in a severely tortuous unk vessel location. The physician identified that the stent strut of the 3.50x24mm taxus express2 drug eluting stent was lifted up. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".